Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia with blood glucose value 460 mg/dl. The customer¿s other blood glucose values were 376 mg/dl, 375 mg/dl, 355 mg/dl and above 300 mg/dl. Customer stated that reservoir was not locking down. Customer stated the insulin pump has neither been bumped nor dropped. Customer stated the insulin pump rattles when they shake it. Customer was treated with needle and they declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.